Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, a software error was noted on the device while attempting to retrieve episodes. A firmware download was performed to clear the egms to resolve the issue and the patient was in a stable condition with no adverse consequences.